Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in spinal fusion, the pedicle became bent while navigating during the procedure. The surgeon completed the procedure with the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided. The suspect probe was returned to the manufacturer for evaluation. Visual inspection found that the tip of the probe was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.